Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had foreign material come out of the nozzle. There were no reports of patient involvement.